Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer was transported by paramedics to the emergency room due to blood glucose (bg) level of 20 mg/dl. Cause of low bg was unknown. Customer was treated with intravenous glucose. Reportedly, the customer left the hospital 3 hours later with bg in normal range. Customer could not recall if basal iq feature was on at time of event. Reportedly, customer was unable to upload pump data to t:connect (reason not provided) so that data could be reviewed by tandem technical support.